Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 224 mg/dl at the time of the incident. Customer reported that this morning when he got up it was not on so he changed the battery and we've tried 3 or 4 different batteries and none of them are working. Customer reported that display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. No blank display anomalies noted during testing. No vibration during self-test due to severe corrosion vibrator motor harness assembly. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label, corrosion on all electronic assemblies, corrosion on force sensor, moisture damage on motor home switch and corrosion in battery tube.